Event description:
The ipp device was removed from the pt and replaced, reason not indicated. The reservoir was not returned for analysis. Ams has requested additional info. Info received on 1/7/1998 indicates reason as fluid loss.

Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder was functional. Tubing was functional.